Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the lower liquid crystal display (lcd) panel. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator had an erratic lower display. There was no pt involvement.